Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
When attempting to remove my tampon, the string broke. Managed to remove it with my fingers- vagina [foreign body in reproductive tract] . When attempting to remove my tampon, the string broke..managed to remove it with my fingers- tampon [complication of device removal] . String broke, it was falling apart [device breakage] . Case narrative: consumer reported via e-mail that the string broke during removal. No serious injury reported.